Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that there was no power to the crit-line clip (clic) device during the patient¿s hemodialysis (hd) treatment on the 2008t machine. No diagnostic messages or audible alarms were received. The biomed confirmed the reported event during follow-up and provided additional information. There was no adverse event, serious injury, or required medical treatment as a result of the reported issue. The patient was able to complete treatment on the machine. Upon evaluation, an internal short was identified on l16 of the function board. The usb connection that allows the function board to sync power to the clic device was inoperable. The function board experienced no other issues aside from the internal short. No thermal decomposition or other issues were identified within the machine. No issue was identified with the clic device. The function board was replaced to resolve the reported issue. The machine was returned to service following repair. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. There are no photographs available of the reported issue.

Manufacturer narrative:
Plant investigation: the functional board was returned to the manufacturer for physical evaluation. The functional board was received with signs of thermal damage to the ferrite chip bead (l16). No other damage was identified. The functional board was installed (in as-received condition) onto a test machine for testing. No problems were encountered during the initial power up. A ¿known-good¿ crit-line clic (clic) device was used to connect with the returned functional board for testing. The clic device failed to power on. L16 was replaced to continue testing. The clic device was able to power on after l16 was replaced. Verification passed on the clic device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.